Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a ruby coil and a lantern delivery microcatheter (lantern). During the procedure, after successfully detaching the ruby coil in the target location, the ruby coil migrated distally in the gda. The physician used a snare device and successfully removed the ruby coil. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.